Event description:
It was reported that the device had a system error during an infusion of noradrenaline and paracetamol, infusing at 1.5ml/hr and 400ml/hr respectively. At the time of the incident, three side channels were connected to the pcu. Of these, only two were actively infusing. Upon due diligence, additional information was received from the customer. It was alleged that following the system error, the pumps were turned on again and reprogrammed. The clinician inadvertently programmed the noradrenaline infusion to run at 400mls/hr and the paracetamol at 8mls/hr, right meds, wrong rates. Patient had a hypertensive crisis as a result, leading to acute neurology deterioration, including obtundation and agonal breathing. Noninvasive ventilation was required for eleven hours post event. Patient is currently stable.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of a system error could not be definitively confirmed through review of the logs. System error 133.6080 was replicated during device testing; however, it was not recorded to have occurred on the date of the incident. The reported issue of a programming error was confirmed through analysis of the logs. The suspect pcu (sn (B)(6)), during the power on-self-test (post), displayed the system error code "133.6080". The pcu was charged for 48 hours to properly charge the super capacitor (c245) and the main battery. After the charge was completed, the system error "133.6080" was no longer replicated. The system error code 133.6080 (backup_speaker_failure) can occur when the supercapacitor (c245) on the logic board is discharged and the pcu is not connected to an ac power source for an extended period. Review of the suspect devices error logs did not show any errors occurred on the date of the reported incident and no instances of the system error 133.6080 were observed on or around the event date. Inspection and testing of the suspect devices did not find any existing malfunctions that could have contributed to the reported incident. The initial infusion of ¿noradrenaline¿ at a concentration of 8 mg / 100 ml was programmed and started on (B)(6) 2025 at 12:55 am on the suspect pump module sn (B)(6). The rate was 3.75 ml/hr and the volume to be infused (vtbi) was 80 ml. It was noted that the reported infusion of paracetamol was programmed and started on a different pump module (sn (B)(6)) on (B)(6) 2025, at 5:42 pm, at a concentration of 1000 mg / 100 ml and a rate of 400 ml/hr. At 6:05 pm, the rate for the infusion of noradrenaline was changed to 400 ml/hr, overriding a ¿dose above maximum of 28 mcg/min¿ guardrails soft limit and the vtbi was set at 20 ml/hr. Pump module sn (B)(6) was running an infusion of paracetamol at a rate of 400 ml/hr and a vtbi of 20 ml during the noradrenaline infusion but was then shut down after transitioning to kvo at 6:09 pm. The noradrenaline infusion ended three (3) minutes later and then was again programmed to infuse at 400 ml/hr, starting the infusion at 6:09 pm before shutting down the system at 6:10 pm. The total volume infused for pump module sn (B)(6) between 6:05 pm and 6:10 pm was calculated at 27.756 ml. Root cause: the root cause for the reported system error was not determined. A system error was identified during testing but it is considered an incidental finding as it was not recorded on the error logs that it also occurred on or around the date of the reported incident. The reported programming error was confirmed through review of the logs and is being attributed to incorrect rate programming. On (B)(6) 2025, at 6:05 pm, the infusion rate of noradrenaline was changed from 1.5 ml/hr to 400 ml/hr, overriding a ¿dose above maximum of 28 mcg/min¿ guardrails soft limit, leading to 27.756 ml of noradrenaline being infused in less than 5 minutes. Paracetamol was not observed to have been programmed at a rate of 8 ml/hr as reported by the facility. Note that imdrf annex a040502, c0601, d01, d15, g02017, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a system error during an infusion of noradrenaline and paracetamol, infusing at 1.5ml/hr and 400ml/hr respectively. At the time of the incident, three side channels were connected to the pcu. Of these, only two were actively infusing. Upon due diligence, additional information was received from the customer. It was alleged that following the system error, the pumps were turned on again and reprogrammed. The clinician inadvertently programmed the noradrenaline infusion to run at 400mls/hr and the paracetamol at 8mls/hr, right meds, wrong rates. Patient had a hypertensive crisis as a result, leading to acute neurology deterioration, including obtundation and agonal breathing. Noninvasive ventilation was required for eleven hours post event. Patient is currently stable.